Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely that the user¿s understanding on device handling differed from olympus recommendations in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU): IFU operation manual ¿3.9 checking the concentration of disinfectant¿ ¿7.3 disinfection of water pipes¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Medical corporation (B)(6).

Event description:
It was reported that during reprocessing using the endoscope reprocessor, it was discovered that the acecide concentration was not checked every time. There were no reports of patient involvement.